Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. Upon receipt, the monitor was fully functional and able to detect and treat a patient. Device evaluation of electrode belt sn (B)(4) is complete. Upon receipt, the belt was fully functional and able to detect and treat a patient. There were no deficiencies alleged against the equipment. Monitor sn (B)(4) - (B)(6) 2013 (reuse). Electrode belt sn (B)(4) - (B)(6) 2010 (reuse).

Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient passed away on (B)(6) 2015. The lifevest (lv) detected an arrhythmia at 16:00:32. The patient's ECG strips show an idioventricular rhythm at 10 bpm. The lv delivered a defibrillation at 16:01:42. The rhythm at the time of treatment was an idioventricular rhythm at 10 bpm. The post-shock rhythm was an idioventricular rhythm at 20 bpm. The lv detected another arrhythmia at 17:08:18. The patient's ECG strips show asystole with tactile artifact. The lv delivered defibrillations at 17:08:53 and 17:09:20. The rhythm at the time of the treatments was asystole with tactile artifact. The post-shock rhythms were asystole with CPR artifact. Intermittent cardiac activity and tactile artifact contributed to the false detections. The device was shutdown at 17:10:18. The response buttons were not pressed during the entire event. The patient passed away later that day.